Event description:
It was reported that sometime after implantation of a vena cava filter, filter limb fracture, filter migration, and perforation of the ivc were discovered. The filter was successfully removed. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.